Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle wasn't primed before use and clogged during the injection while being used with the levamir flex pen. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "consumer reported almost 85 pen needle from 3 boxes are clogged. Nothing comes out of the pen needle. Every 3rd ones work. He uses levamir flex pen. Doesn't do priming."

Manufacturer narrative:
H.6. Investigation: customer returned a total of ( 100 ) 4mm, 32g bd pen needles without the tear drop label. Consumer states almost 85 pen needle from 3 boxes are clogged. Nothing comes out of the pen needle. All returned pen needles were examined and the following was observed for each returned lot: customer returned (17) 4mm, 32g bd pen needles with the tear drop label pulled open from lot 7354676 and the following was observed: 4 bent at the non-patient end of the cannula. 11 broken at the non-patient end of the cannula. 2 ok (not bent) at both ends - tested for flow and 1 failed the flow test as well as the wire test. Customer returned (13) 4mm, 32g bd pen needles with the tear drop label pulled open from lot 8005959 and the following was observed: 4 bent at the non-patient end of the cannula. 9 broken at the non-patient end of the cannula. Customer returned (16) 4mm, 32g bd pen needles with the tear drop label pulled open from lot 8047592 and the following was observed: 4 bent at the non-patient end of the cannula. 4 broken at the non-patient end of the cannula. 1 bent at the patient end of the cannula. 1 broken at the patient end of the cannula. 1 ok (not bent) at both ends - tested for flow and it failed the flow test as well as the wire test. Customer returned (13) 4mm, 32g bd pen needles with the tear drop label pulled open from lot 8015511 and the following was observed: 1 bent at the non-patient end of the cannula. 3 broken at the non-patient end of the cannula. Customer returned (20) 4mm, 32g bd pen needles with the tear drop label pulled open from lot 8163910 and the following was observed: 8 bent at the non-patient end of the cannula. 11 broken at the non-patient end of the cannula. 1 ok (not bent) at both ends - tested for flow and it failed the flow test; however, it passed the wire test (potential cause for the slight clog is insulin residue from re-use of the needle). Customer returned (19) 4mm, 32g bd pen needles with the tear drop label pulled open from lot 8275939 and the following was observed: 3 bent at the non-patient end of the cannula. 14 broken at the non-patient end of the cannula. 2 ok (not bent) at both ends - tested for flow and 1 failed the flow test as well as the wire test. Customer returned (2) 4mm, 32g bd pen needles without the tear drop label (lot unknown) and the following was observed: both returned pen needles were broken at the non-patient end of the cannula. Lot # 8275939: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Lot # 8047592: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Lot # 8015511: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Lot # 8005959: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Lot # 7354676: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Lot # 8163910: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure ¿ needle bent at npe, needle broken at npe and needle clogged the probable root causes for needle clogged due to adhesive during manufacturing process are: 1) misadjustment of the adhesive nozzle 2) flow on adhesive nozzle is set too high. The possible root cause for the bent and broken needles at the npe is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10

Event description:
It was reported that the bd ultra fine¿ pen needle wasn't primed before use and clogged during the injection while being used with the levamir flex pen. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "consumer reported almost (B)(4) pen needle from (B)(4) boxes are clogged. Nothing comes out of the pen needle. Every 3rd ones work. He uses levamir flex pen. Doesn't do priming."